Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was going to be revised due to high threshold measurements. The ra lead was successfully repositioned. No additional adverse patient effects were reported.